Event description:
The customer, a biomed, contacted physio-control to report that their device would no longer recognize the therapy cable when installed. The device continued to provide a "connect cable" message. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomed, confirmed that pin #11 had broken off of the quik-combo therapy cable and had become lodged into the therapy connector. Physio-control provided the customer with technical assistance as well as the part numbers necessary to replace both the therapy cable as well as the therapy connector on the device. It was later confirmed by the customer that he had ordered the parts and intends to repair the device. Neither the device, nor the cable, have been returned to physio-control for evaluation. The cause of the reported failure could not be determined.